Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave connector where it was reported the anesthetist had issues with injecting into the port, the reflux valve got stuck. This happened to two different devices. These devices were used on the central line and attached to a triple-lumen extension set. After disconnecting it appeared that the microclave rubber inside the connect was pushed down and damaged. There was patient involvement and a delay in therapy but no adverse event. This report captures 2 occurrences.

Event description:
Additional information pertaining to this complaint was received on (B)(6) 2025, referring to a discussion about an issue reported the week prior with 2 of the microclave clear connectors in conjunction with triple-lumen extension sets. It was established the used extension set was from ltr, code v3-3v r. The information update also states that the microclave clear is not compatible with the ltr extension set range due to the design of the fluid path at the male part of the set. When looking at the design of the microclave clear, it was stated that this is very obvious why. The batch number cannot be confirmed; however, it was given a sealed microclave clear to have a reference which is (B)(4).

Manufacturer narrative:
Four photos provided by the customer that confirm the complaint of the valve stuck down. The following items were received from the customer: -one new list #011-mc100, microclave¿ clear connector -three used list #011-mc100, microclave¿ clear connector -one used list #unknown, trifuse -one unknown mating device as received, the three used microclaves were stuck down. The unknown device provided by the customer is incompatible to mate with the microclave. The complaint of the valve being stuck down was confirmed, with a probable cause of an incompatible mating device. The directions for use (dfu) states: ¿ do not use needles, blunt cannulas, or luer caps on needlefree connectors. ¿ needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm) ¿ access needlefree connector straight on (without angled or sliding entry). Do not twist or bend the connector when accessing. D9 - date returned to mfg: (B)(6) 2025 additional information can be found in b5. Corrected information can be found in: -g4 - PMA/510(k) # -e3 - initial reporter occupation.